Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main drawer 2.1 multiple cubies failed frequently. A field service engineer (fse) found no hardware failures, and the issue had not been duplicated. The fse logged in as carefusion (cf) support and opened the hardware test application to test drawer 2.1. After removing each pocket, inspecting the row board cable, and cleaning debris from the drawer, the fse replaced the pockets and closed the drawer. The fse downed the device, accessed the back cabinet, and removed the back cover of drawer 2. After reseating all cables and tightening connections, the fse closed the drawer, logged in again as cf support, verified that the drawer and pocket lids opened and closed properly, and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 2.1 multiple pockets were failed frequently. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.